Manufacturer narrative:
Siemens is conducting an investigation of this event. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens became aware of an incident on the mammomat revelation system that occurred during a biopsy exam with a breast thickness larger than 10cm. The user wanted to perform the inspect image and, when the system was put into inspect mode, the needle needed to be removed. However, the swivel arm would only rotate ± 6 degrees, which was not enough to remove the needle. The operator had re-compress the breast and afterwards was able to rotate the swivel arm to more than 6 degree and remove the needle. The unit was put back to use in regular hospital operation and the user is aware of this system behavior. Siemens is now aware of any no injuries attributed to this event. The reported incident occurred in (B)(6).

Manufacturer narrative:
The issue was investigated in detail. When an error occurs while the inspect projection view (pv) is active, the tube arm can only be moved +/-6°, therefore, making it difficult to remove the vacuum biopsy system (e.g. Mammotome) since the tube head is on the way. With normal stereo pv it is possible to move the tube arm in the "loading position", where the tube arm can be moved in a range of +/-15° in relation to detector position. In this position it is possible to remove the vacuum biopsy system (e.g. Mammotome) to remove the patient from the system. Within the software versions vc10 up to vc10d, the moving range for "loading position" is limited to 6° in case the inspect-pv is active. In case of an error situation with activated inspect-pv and vacuum biopsy system (e.g. Mammotome), the inspect-pv should be deactivated. This can be done by activating a different pv (incl. Compression). As a result the normal biopsy mode will become active the tube head can be moved to 15° making enough room to move the mammotome out of the needle holder. This mammo unit firmware issue will be solved within the next system version vc10e. With this software it will be possible to manually rotate the tube head by +/- 15° by using rotation buttons. This update is planned to be released in q2/ 2020.